Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The target lesion was located in an unknown vessel. The physician advanced a 6.0 x 40 mm x 75 cm gladiator balloon catheter to the lesion, inflated, and the balloon ruptured. The physician removed the catheter but had some difficulty during the removal. The procedure was completed with a different device. No further complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).